Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that imaging was used to identify the lead dislodgement and migration

Event description:
It was reported that during an implant procedure, the left ventricular(lv) lead was found to have dislodged and migrated from its original position. When the lead was removed and flushed, an insulation breach was also observed. The lv lead was not used and a new lv lead was implanted to complete the procedure. No patient consequences were reported.